Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Di: (B)(4). H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) an acessa procedure was performed and the procedure went normally. The patient went to the emergency room with a slight fever and pain on (B)(6) and was admitted overnight for observation. The doctor reports that a CT scan was performed and it was benign. Patient did not require further treatment and was discharged the next morning. No additional information available.